Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 301 mg/dl at the time of incident. The customer stated that she noticed fluid in the pump where the dome sticker and the drive support cap are located. The customer was not using the pump because of the fluid in it and will continue using needles to treat. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.